Event description:
Customer reported the system intermittently will not boot up, images rotate on their own, and communication errors are intermittently displayed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and has corrected some problems, but troubleshooting is continuing on other problems. System has not yet been repaired and returned to service.